Manufacturer narrative:
The insulin pump passed self test. The backlight functioned properly. No check settings alarm anomaly or backlight anomaly noted. The insulin pump was received with normal operating currents and no unexpected failed battery test alarm noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating a failed battery test on their insulin pump. The customer reported that the back light was not functioning even after a battery change. The patient's blood glucose level was unknown at the time of the call. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.